Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely . The patient is not receiving therapy and will likely require surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.